Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his one verio iq meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer service representatives (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 10:00 a.m. When he obtained blood glucose readings of ¿206, 280 mg/dl¿ with the subject meter, performed greater than 20 minutes of each other. The patient manages his diabetes with oral medication (unknown type) and insulin (unknown type and dosage). On (B)(6) 2014 at 1:00 p. M. The patient stated he had less food/drink in response to the alleged inaccurate reading(s) obtained with the subject meter. At an unspecified time after the alleged issue occurred, the patient developed symptoms of ¿thirsty, sweating, and a fever¿. On (B)(6) 2014 at 10:30 a. M. The patient¿s visiting nurse/health care professional (hcp) saw the patient and advised him to take ¿medication for fever¿. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.